Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, low r-waves and myopotential oversensing were observed. The cause was not identified. The pacemaker was reprogrammed. The patient condition was excellent. When the wound heals, repositioning the lead may be considered.